Event description:
The device was returned and evaluated on the 23-nov-2020, the investigation was concluded on the 08-dec-2020. This supplement report is being submitted to update emdr with this information within section d.10 and section h.

Manufacturer narrative:
Device evaluation. 1 unit of lot c1705182 of echo-hd-3-20-c was returned opened not in its original packaging it should be noted that this file is related to another complaint file. Clarification was requested from cirl engineering in relation to the following; ¿the description is as follows: the needle would not detach from the scope after the 2nd pass had been completed. We had to partially remove the scope and spent 5 mins manipulating the attachment to the biopsy port before we were able to disconnect the needle handle from the scope. A new echotip procore 20g was used to complete the procedure. The answers to additional questions also indicate a kink and which may be due to user error: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)?, the complaint was not specifically involved with a kink. The needle tip was however kinked as the stylet had not been replaced for the second pass. The needle was removed, and the stylet replaced. It was not the reason fir this complaint. The problem was it did not detached from the biopsy port. Can you confirm the section highlighted in yellow would be user error as the IFU states? Can you confirm that this use error would have cause the kink? Would this use error also have cause the detachment issue or should this be separated into an additional complaint?¿ reply was received as follows; ¿I would agree with use error situation contributing to needle kink but the issue with the difficulty removing the handle from the scope are unrelated¿ as a result an additional was opened to investigate the detachment issue. The device related to this occurrence underwent a laboratory evaluation on 23 nov 2020. The mlla was observed to be slightly off centre. This will be investigated under the additional file created a kink was observed approx. 20cm from the needle tip. The tip of the needle was examined, and no issue observed. Clarification was requested as follows; ¿the following issues were observed with the returned device; mlla slightly off centre (which would likely be the root cause for the initial complaint of needle detachment from scope). Kink appox. 20cm from the tip of the needle (see photos below). No kink was observed with the needle tip. Can you please clarify if the kink which is referred to in q.1 of the additional questions may have been the same as the kink in the above photos? I know this is unlikely but just want to double check. If not, can you please open up a new pr for a "proximal kink observed during the lab evaluation of (B)(4)"? Can you please ask the following in relation to this complaint; was the kink observed when the device was being sent back to cook ireland? If it was not then this would indicate that the kink came about as a result of transport returns which will mean the new pr that you will open can be cancelled¿ reply was received as follows; ¿I was unaware of a kink 20cm from the tip of the needle at time of transport. The primary issue was needle detachment from the scope. It was established during the procedure that the nurse had failed to replace the stylet which led to possible kinking of the needle tip only. No kink at 20cm was observed prior to packaging the needle for shipment.¿ the above reply would indicate that the kink observed during the lab evaluation was most likely caused due to transport returns. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1705182 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1705182. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site.¿ there is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet (ifu0077-4). This will be investigated under this file (B)(4) . A definitive root cause could be attributed to user error as the stylet should be fully inserted when advancing the needle into the biopsy site. No device failure issue was observed as a result of the stylet not being replaced and this file is required to record this instance of user error. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
K142688 - 510k#. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The needle would not detach from the scope after the 2nd pass had been completed. We had to partially remove the scope and spent 5 mins manipulating the attachment to the biopsy port before we were able to disconnect the needle handle from the scope. A new echotip procore 20g was used to complete the procedure. This file ((B)(4) current complaint) is capturing the kink and stylet not in place for second pass as per additional info received. An additional complaint hall capture the attachment issue ((B)(4)). 'The complaint was not specifically involved with a kink. The needle tip was however kinked as the stylet had not been replaced for the second pass. The needle was removed, and the stylet replaced. It was not the reason fir this complaint. The problem was it did not detached from the biopsy port.'